Manufacturer narrative:
This report is for an unknown screws: 2.4 mm and 3.0 mm headless compression/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a right middle finger dip fusion for arthritis on (B)(6) 2020, the terminal threads of the unknown 2.4mm headless compression screw was delaminated. The surgeon left the screw in place and did a volar exposure to debride the delaminated screw tip back as far as possible. It was decided not to remove the screw as it was holding the bones in acceptable position and the surgeon was concerned that attempted removal would significantly damage the bone stock. It is unknown if there was a surgical delay. The procedure was successfully completed. Patient status was reported as fine. This report is for one (1) unk - screws: 2.4 mm and 3.0 mm headless compression. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Customer quality investigation: the implant(s) was not returned, and the investigation will be completed based on the supplied image(s). The image(s) was reviewed, and the complaint condition of threads peeling was confirmed as the image(s) showed the distal tip thread peeling from the rest of the screw. As the implant(s) was not returned an as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation was not performed as the lot number could not be confirmed from the image(s). There is no indication that a design or manufacturing issue contributed to the complaint as the circumstances during the time of the event are unknown. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.